Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report, however, no information was provided. The device referenced in this report was returned to olympus for evaluation. A total of twelve electrodes from the same lot were returned, with nine of the twelve electrodes in unopened individual packages, and the remaining three were returned in a biohazard bag. The electrode loop wires of the three used electrodes were broken on the yellow side terminal, consistent with a high energy event. The (B)(4) electrodes were returned to the original equipment manufacturer (OEM) for further evaluation.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three devices involved in this event. The user facility reported that the first three electrodes used during a transurethral resection of the prostate (turp) procedure broke on the initial pass over the patient's tissue. The loops reportedly broke at the yellow connector. The intended procedure was completed with a different unknown type of device. There was no reported injury nor device fragments. Please cross reference MFR. Report numbers: 9610773-2011-00022 and 2951238-2016-00205 to account for the three devices as referenced in the original report. The following reports will be supplemented to cross reference the three associated complaints: 9610773-2011-00022.